Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a microbial contamination traced to the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that, during reprocessing, the flex video scope had positive rinsing liquid in the working channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.